Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer's nurse reported via phone call that patient was hospitalized on (B)(6) 2016 with blood glucose of 428 mg/dl. Customer was hospitalized for high readings. Customer was treated with insulin drip. Troubleshooting was performed and it was found that there were no air bubbles in the reservoir. The insulin pump was not returned for analysis.